Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was evaluated and ordered. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze on boot. No pt or user injury was reported.